Event description:
Customer reported a cartridge alarm 30, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service advised on required steps, provided storage mode instructions, and confirmed the shipping address. Customer was sent a replacement pump and instructed to return the problematic pump within 10 days.